Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 18469593 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 5f exoseal vascular closure device (vcd), after backflow stopped, and the device was carefully withdrawn, there was no change to the visual indicator, and the device came out as it was. Hemostasis was unavoidably achieved by manual compression. There were no reported injuries. The device was being used for hemostasis after treatment of a left below the knee (btk) lesion via an ipsilateral antegrade approach. An unknown 5f short sheath was used according to normal procedure. Additional information was requested but was not provided. The device will not be returned for evaluation.